Event description:
It was reported that there were air bubbles in the reservoir, the size of larger champagne bubbles. There were no bubbles in the customer's insulin pump. Customer's blood glucose was 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.